Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had corroded motor home switch noted during visual inspection. The insulin pump was unable to test for motor error alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he fell into the pool, the device might be wet and the screen is blank. Customer changed the batter and the device counts up to six, lcd light up and that is all. Customer's complaint is fluids in the device, motor error, and blank display. He didn't know his blood glucose level. Troubleshooting was attempted however due to exposure to fluids unable to do any. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.